Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the emergency room following receipt of inappropriate anti-tachycardia pacing (atp) and shock therapy. Fluoroscopic imaging revealed that the lead helix had retracted and the lead had dislodged. An invasive procedure was performed. The lead was successfully repositioned and the helix was extended successfully. No additional adverse patient effects were reported.